Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. No pump error 54 or pump error 3 alarms noted during testing however, the formatted history file confirmed pump error 54 (line number 1421 file number 32122) and pump error 3 alarms due to a software error.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarm. The customer¿s blood glucose level was 120 mg/dl. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer stated that they ran self test and continues to got alarmed after that. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.